Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# (B)(4), exp. Date: 11/30/2020, MFR. Date: 12/30/2015. Batch# (B)(4), exp. Date: 04/30/2021, MFR. Date: 05/26/2016. Batch# (B)(4), exp. Date: 07/31/2019, MFR. Date: 04/07/2015. Batch# (B)(4), exp. Date: 09/30/2020, MFR. Date: 10/28/2015. Batch# (B)(4), exp. Date: 07/31/2019, MFR. Date: 03/27/2015. Additional information was requested and the following was obtained: what was the condition of the medial rectus muscle tissue layer (weak, normal)...no information. How was the suture placed (interrupted or continuous)...no information. What date did the patient develop the ¿pus¿ that was drained?..no information. What was the result of the culture of the pus...the result has not been provided from the hospital. What medical treatment was performed for the ¿infection¿...no information. Were any photos taken of the patient with initial reaction, infection?..no, they were not. What is the surgeon opinion of the factors contributing to the event... He thinks possible factors are infectious bacteria entered into the surgical site during (/after) the operation or the affected needle-suture was not sterilized properly. What are the culture results of the patient wound...the results have not been provided from the hospital. What is the current condition of the patient¿follow up on outpatient basis.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the suture placed (interrupted or continuous). What date did the patient develop the ¿pus¿ that was drained. What was the result of the culture of the pus. What medical treatment was performed for the ¿infection¿. Were any photos taken of the patient with initial reaction, infection. What is the surgeon opinion of the factors contributing to the event. What is the most current patient status.

Event description:
It was reported that a pediatric patient underwent strabismus procedure on (B)(6) 2016 and suture was used to suture the adhesion part of the medial rectus muscle. On (B)(6) 2017, the patient visited the hospital as an ambulatory patient and complained of swelling. The affected area was like a blister. No treatment was done. On later date, the patient visited the hospital, and complained of swelling. And pus was drained. A stitch abscess was suspected. A culture examination was started, however, was not completed. The affected suture has been buried in the tissue, therefore, it was not removed. During a postoperative observation, it was observed that the conjunctiva was adhered to the affected tissue firmly. Therefore, the doctor assumed the possibility of bacterial invasion from the outside into the surgical site was low at that time. Additional information has been requested.